Manufacturer narrative:
Device received with detached end cap, cracked case from reservoir tube window corners, cracked reservoir tube window, cracked case and broken reservoir tube lip. Unable to perform displacement test and rewind test due to detached end cap. Unable to verify unexpected rewind anomalies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 550 mg/dl which was treated with manual injection. Customer stated that drive support cap was sticking out. Customer stated that insulin pump was failed when rewinding. Customer stated that reservoir and battery compartment was crack. Customer stated that retainer ring was not damage. The insulin pump will be returned for analysis.